Event description:
Rptr alleged obtaining a discrepant blood glucose result of 150 mg/dl on the compact system compared back to back with a result of about 50 mg/dl on the professional system, when testing was performed within 10 mins. Rptr stated she received unspecified insulin based on the professional device results. No other actions were reported taken or treatment received. A request was made for the return of the affected product.